Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 578 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The insulin pump failed the first high pressure test. The high pressure test was repeated with a new infusion set, and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.